Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed based on the archive data review but was not confirmed during the functional testing. The customer reported a complaint that "the autopulse platform displayed ua02 (compression tracking error), and ua17 (max motor on time exceeded during active operation)" was not confirmed during the functional testing and the archive data review. The customer reported uas were not reproduced during the testing. No device malfunction was noted during the functional testing that could have contributed to the reported uas, and the autopulse platform functioned as intended. The root cause of the ua45 error observed by the customer was due to the drive shaft not being at the "home position." If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. Upon visual inspection, no physical damage was noted. The archive data review indicated ua45 on and around the reported event date, thus, confirming the customer's reported complaint of ua45. The additional uas (ua02 and ua17) reported by the customer were not observed in the archive data, thus, not confirming the customer's reported complaint of ua02 and ua17. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the functional testing with no fault or error. The customer reported uas were not reproduced during the testing, and the autopulse platform functioned as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During the device check after the patient call, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error), ua45 (not at "home" position after power-on/restart), and ua17 (max motor on time exceeded during active operation) upon swapping the battery and the lifeband. The autopulse platform functioned as intended during the patient call. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.